Event description:
It was reported that the pump did not recognize the cassette. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device was in good condition. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion sensor was recalibrated. Service history identified the complaint was not related to a previous service of the device within the review period.